Event description:
Correction to b5 for information inadvertently left out of previous report: the scope had been washed by hand for a long time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected field: b5 the olympus representative had provided following information on the correct handling of the scope: after immersing the entire scope in the detergent solution, rinse it, then immerse the entire scope in the disinfectant solution and rinse it again' by using the olympus recommended disinfectant solution and olympus endoscope preprocessor. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rhino-laryngo videoscope had been used for a long time with only the insertion section had been cleaned and disinfected. Leading to the initiation as information submission due to suspicions of insufficient reprocessing. Also, it was reported that customer using disinfectant not recommended by olympus. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.